Event description:
The lesion treated was the 1st diagonal branch. Patient's cardiac status at time of procedure was stable angina. One endeavor sprint drug-eluting stent was successfully implanted. Pt was asymptomatic at 30 day and 6 month follow up. Three months post stent implant, the pt suffered an ischemic stroke. It is reported that several hours after heart catheterization, the pt developed hemi paresis on the left side of the body. The CT did not show any clear lesions. Probably a tia in the right medical cerebral arteria. The pt recovered. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Inherent risk of procedure (stroke).